Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.